Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire punctured the lead while inserting into the wire. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the wire punctured the lead while inserting into the wire. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "unintended user error" conclusion code was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen. Based on the results of the investigation, no escalation is required.